Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that in (B)(6) 2010, the patient experienced a serious fall and was taken to the hospital since they were unconscious. It was determined by the doctors that they were required to have open-head surgery immediately to remove bleeding. The patient was discharged sometime later and transferred to a convalescent facility where they received physical therapy. In (B)(6) 2010, a nurse observed that the patient had some unusual functioning problems and was taken to the hospital where it was determined they had a staph infection in their head resulting from the surgery. On (B)(6) 2010, the patient again had open-head surgery to remove the staph infection. During the surgery, the device was implanted because the top of their head was removed to deal with the interior issues and it was determined by the doctor that the top of the head could not be restored due to the infection being in the "dome" of the skull. According to the report, the patient began suffering from severe pain in their head thereafter and had made many emergency room visits where they were referred to a neurosurgeon. It was noted they had suffered from a condition of trigeminal neuralgia known as tic douloureux. The neurosurgeon decided to attempt exploratory surgery and re-trace the steps that the doctors who implanted the patient's device took in the fall of 2010. During the surgery on (B)(6) 2014, the neurosurgeon noted that loose screws and degradation of the device were the source of the pain. The neurosurgeon removed 3 screws and part of the device. After the surgery, the neurosurgeon reportedly indicated that the doctors who implanted the device, installed too large of a piece of the device in the patient's head. As the patient continued having severe pain in their head, the neurosurgeon again performed open-head surgery on (B)(6) 2015, continuing to attempt to find the source of the pain. It was stated that in the neurosurgeon's opinion, the device had deteriorated and was moving around in their head causing the patient severe pain. The neurosurgeon showed the patient a color photo taken during surgery of 2 black screws lying separate from the device. Additional objects were removed during this surgery as well.